Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.

Event description:
It was reported that the patient experienced infusion set adhesive began lifting while the subject was showering. The adhesive subsequently failed, causing the infusion set to detach and fall off on (b)(6) 2026.